Manufacturer narrative:
The device was not returned for analysis. An event of atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported atrial fibrillation could not be conclusively determined. The reported unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient with a history of premature ventricular contractions in pattern of bigeminy using a large flexnav delivery system. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. It was noted during procedure, that the patient developed an onset of atrial fibrillation with rapid ventricular response when a non-abbott guidewire was placed. The decision was made to cardiovert the patient and administer an intravenous amiodarone bolus. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too high. Once a pull back of the guidewire was performed it was noted that the patient was still in atrial fibrillation with rapid ventricular response. The final non-coronary cusp implant depth was 7mm. The patient's heart rate slowed with amiodarone and a fluid bolus was administered. At the end of procedure, the patient was cardioverted once more. Thereafter, the patient returned to a normal sinus rhythm. There was no difficulty experienced implanting the 27mm navitor vision valve and no clinically significant delay in procedure reported. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the patient's atrial fibrillation with rapid ventricular response is unknown. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.